Event description:
As nurse employed in a doctors office, opened new syringe packaging for injection noticed 'haze' near syringe plunger, careful inspection shows 'haze' appears to be lint contained within syringe. Syringes purchased at (B)(4) supply company: 1ml syringe, ref (B)(4), model 1ml luer slip tip w/25g x 5/8" lot #100401. Syringe was not used and retained for future inspection. Product was not used on pt nor was medication vial that was aspirated from. Simply have concern that particulate contamination was contained with in syringe and possibly a manufacturing issue